Event description:
It was reported that during a percutaneous nephrolithotomy (staghorn procedure) in 2007, the refolding tool was left in the patient's kidney. No problems were noted during the procedure. There were no unusual circumstances with the patient's anatomy, the doctor indicated that the patient was overweight but no unusual resistance was noted. The balloon was used to open the tract, not to dilate the pelvis or ureter, although due to the type of procedure, the tip of the catheter was in the patient's ureter. The refolding tool was not used, there was only one access stick to the patient. The patient was known to still have stone fragments and even though the patient underwent CT and x-ray, the refolding tool was never detected because it is not radiopaque. It was only discovered during a subsequent, planned ureteroscopy for a more thorough exam to remove the stone fragments that were known to have unretrieved during the previous procedure. The refolding tool was found in the patient's kidney and removed. There was no impact to the patient and no additional medical intervention was required as a result of this event.

Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. A supplemental report will be submitted upon completion of the investigation.